Manufacturer narrative:
A ge service rep performed an outside investigation. The issue could not be duplicated. The generator interface board and the fluoro functions board pcbs were reseated. The system's software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system kept booting itself up. No pt injury was reported.